Event description:
This was a lead extraction case conducted in the ep lab to remove a sjm 1580 riata lead that had externalized conductors, as identified under fluoro in a (B)(6) female. The condition of the rv lead worsened as a result of previously extracting an ra lead. An arterial line was placed and fluoroscopy was available throughout the case. Surgical backup and a thoracotomy tray were available. The ep prepared the lead using an lld-ez. The extraction began using a 16f sls. The extraction of rv ICD riata lead was successful, and the lead was removed intact. The arterial pressure just prior to removal at 2:57 pm was 117/56. The arterial pressure dropped after lead was removed at 2:58pm to 104/48. The 16fr slsii was removed from the body at 3:09 pm and arterial pressure was noted at 45/-56. The surgeon was called and intervened. The chest was opened at 3:37pm and high volume blood was noticed in the chest cavity. A "palm" sized tear of the svc at the area of the proximal coil (area of the lateral svc wall) was noticed by surgeon. The cardiac intervention attempt was stopped and patient expired at 4:33pm.